Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultra2 meter due to it not powering on. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issues began on (B)(6) 2011 at approximately 9:30am. The patient reportedly manages her diabetes with diet and exercise. The patient claimed that later that evening at approximately 8pm, she developed symptoms of "dry mouth, dizziness and shaking" which she associated with low blood glucose. She reported that she self treated with food/drink at 8pm and reported she was taken to the emergency room (ER) at approximately 9:30pm where she was tested using the ER meter. The patient could not recall the result obtained but reported it was low. The patient stated she received a shot from an hcp (likely to be glucose shot). It is not known if the patient was admitted at the hospital or released that same evening. At the time of troubleshooting, the cca noted the subject meter did not power on due to misuse/trauma and the patient threw it away. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.